Event description:
The customer's mother called to report that her daughter's pod had initiated an alarm during operation. Her bg levels at the time were elevated (greater than 250mg/dl). A new site was selected for the placement of subsequent pods resulting in the cessation of any pod issues. The suspect pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.